Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a piece of the unspecified bd¿ syringe tip broke off during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "could not get cap off, piece of syringe broke. The nurse stated that the syringe broke at the tip. The nurse stated that the white collar (ovs) is not attached to the syringe. The person who administered the product was a caregiver (nurse)."